Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that air bubbles were visible in multiple cartridges from different boxes. During troubleshooting, the reporter was advised to tap the sides of the cartridges to assist in removing air bubbles. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The complaint could not be confirmed or duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.